Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent removal surgery for a humerus narrow plate which had been inserted approximately ten years ago. During the surgery, the hexagonal head part of the locking screw became stripped. The surgeon tried to remove the locking screw with a drill bit, however, the drill bit broke and stuck in the head of the locking screw. The surgeon used a carbide drill and removed the broken drill bit and the locking screw. The surgery was completed successfully with approximately thirty minutes delay. Patient was stable. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.